Event description:
The patient had a spinal headache from csf (cerebrospinal fluid) loss around the spinal catheter. The patient also had a pump pocket seroma. The patient was taken so surgery on (B)(6) 2015. A purse string suture was applied to minimize the csf loss and the anchor was re-secured into place as it was not imbedded into the fascia up to the wings. The catheter was aspirated at the start of the surgery and then again after the purse string suture was applied to confirm catheter patency. The pump pocket seroma was drained and the pocket was closed. An abdominal binder was placed on the patient. The plan was to keep the patient flat for 24 hours after the surgery. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid and bupivacaine. On (B)(6) 2015, it was reported that the cause of the fluid leak around the catheter was unknown. The csf leak was diagnosed via patient symptomology. No additional interventions or actions had taken place. The patient recovered without permanent impairment. On (B)(6) 2015, it was reported that the patient continued to have a spinal headache despite no further csf leak. The patient opted to have the pump and catheter explanted.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).